Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips. Testing results: qc 1: 3.2 inr, qc 2: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.7 - 4.1 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation ni equals lay user / patient.

Event description:
The customer complained of a questionable inr result from their coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 12:48 pm the result from the meter was 2.8 inr. Thirty minutes later, the laboratory result was 1.8 inr. Both the individual meter and the laboratory result were reported to the customer's doctor. The doctor considered the laboratory result to be correct. The customer's therapeutic range is 2.0 - 3.0 inr. The customer does not have hematocrit issues, does not have antiphospholipid antibodies, no changes in warfarin dosage, no new medications, no changes in diet, and no additional illnesses. The customer's meter and test strips were requested to be returned. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.